Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a upsylon y-mesh was implanted into the patient on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; perineum pain; anal pain; rectal pain; painful intercourse; difficulties with bowel motions. Nonsurgical treatments: on (B)(6) 2014 the patient commenced pain medication: panadol and nurofen for purpose: pain relief. Treatment duration: as needed. On (B)(6) 2015 the patient commenced physiotherapy treatment: pilates and women's health physio for purpose: strengthen pelvic floor muscles and manage bowel symptoms and vaginal pain. Treatment duration: ongoing. On (B)(6) 2015 the patient commenced topical treatment (including oestrogen cream): vagifem low dose pessary for purpose: maintenance of vaginal wall tissue thickness. Treatment duration: ongoing. On (B)(6) 2015 the patient commenced chiropractor treatment to promote movement and pain relief in pelvic floor and lower back. Treatment duration: ongoing.